Manufacturer narrative:
Concomitant products #2: broad-spectrum antibiotics and anti-fungal antibiotics. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in a continu-flo solution set. This was noted during infusion of intravenous fluids, broad-spectrum antibiotics, and anti-fungal antibiotics when the unspecified infusion pump presented an air in line alarm. The reporter stated that the operator attempted to push the air out of the set using the slide clamp, but the tube broke. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.